Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "palpable and visible fullness to lower inner left breast."

Event description:
Healthcare professional left-side rupture. Healthcare professional later reported, "palpable and visible fullness to lower inner left breast." Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional left-side rupture. Healthcare professional later reported, "palpable and visible fullness to lower inner left breast." Device has been explanted and replaced.

Event description:
Healthcare professional, left-side rupture. Healthcare professional later reported, "palpable and visible fullness to lower inner left breast". Device remains implanted.